Manufacturer narrative:
This emdr is being submitted for MDR number for model number 422604 and another emdr has been submiited with MDR number 9618003-2026-00542 for model number 423560. E1: name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. However, investigation is in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported that on post operative day four, the patient¿s dressing was found saturated with serous fluid, and the patient sought for urgent care the same day. The patient returned to the provider on post operative day five. On that day, a personal assistant at the orthopedic clinic applied additional dressing and tape over the company¿s known dressing. The dressing was removed immediately after application when blistering was observed. The patient had reported pain and drainage beginning on post operative day four. Significant blistering was noted beneath the adhesive borders of both the 6-inch and 8-inch sizes of the company¿s known dressings. Per clinical input it appears an allergic reaction occurred. No medications were prescribed. The photographs depicting the issue was received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Request was performed for additional information including lot number; however lot number was not provided. A complaint investigation was initiated under complaint investigation database. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation actions: clinical evaluation: a clinical evaluation was conducted by medical affairs leader at convatec, who determined that the details provided are consistent with an allergic reaction. It was reported that on postoperative day four, the patient¿s dressing was found to be saturated with serous fluid. The patient returned to the provider on postoperative day five. At that visit, a personal assistant at the orthopedic clinic applied additional dressing and tape over the existing dressing. The dressing was removed immediately after application when blistering was observed. Significant blistering was noted beneath the adhesive borders of both the 15-centimetre (cm) and 20 cm sizes of the dressings. Based on clinical input, the presentation appears consistent with an allergic reaction. No medications were prescribed. Due to the absence of product samples and lot information, a targeted product investigation could not be conducted. Current controls review: in response to the complaint and due to the absence of lot number, a comprehensive review of manufacturing controls was conducted across the relevant product: aquacel ag scd drs 9x15cm (1x10pk) us. This review aimed to confirm that current controls are sufficient to detect and prevent the reported failure mode. Current quality controls during the manufacturing process: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "visual nonconformities - laminated adhesive products": frequency: hourly. Sample quantity: continuous visual inspection. Acceptance criteria: accept = 0/ reject = 1. "Hydrofiber pad: appearance": frequency: hourly. Sample quantity: continuous visual inspection. Acceptance criteria: the hydrofiber pad is white or off-white. "Length and edge dimensions of the hydrofiber pad": frequency: hourly. Sample quantity: 1 sample. Acceptance criteria: pad outline - length (millimetre (mm)): nominal: 120 mm, lower limit: 116 mm, upper limit: 124 mm. Side border 1 (mm) nominal: 19mm, lower limit: 16mm, upper limit: 22mm. Side border 2 (mm) nominal: 19mm, lower limit: 16mm, upper limit: 22mm. End border 1 (mm) nominal: 15mm, lower limit: 12mm, upper limit: 18mm. End border 2 (mm) nominal: 15mm, lower limit: 12mm, upper limit: 18mm. "Hydrofiber pad alignment": frequency: hourly. Sample quantity: 1 sample. Acceptance criteria: pad alignment ¿ side (curvature): not more than (nmt) 1 mm. Pad alignment ¿ end (angularity): nmt 4 mm. "Dressing: outline dimensions": frequency: hourly. Sample quantity: 1 sample. Acceptance criteria: dressing outline - length (mm): nominal: 150 mm, lower limit: 148 mm, upper limit: 152 mm. Dressing outline - width (mm): nominal: 90 mm, lower limit: 89 mm, upper limit: 91 mm. "Dressing: pet peel tab dimensions": frequency: every 2 hours. Sample quantity: 4 samples per station. Acceptance criteria: pet tab width (mm): nominal: 17mm, lower limit: 15mm, upper limit: 19mm. Pet width to edge (mm) nominal: 25mm, lower limit: 22mm, upper limit: 28mm. Current quality controls during the packaging process: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "sterile packaging inspection for nonconformities - visual attributes": frequency: hourly. Sample quantity: 1 market unit. Acceptance criteria: accept = 0/ reject = 1. "Net content": frequency: hourly. Sample quantity: 1 market unit. Acceptance criteria: the net content must comply with the document and the requirements of the production order. Current quality controls during the mass production: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "rolling ball tack test": frequency: first unit and every time the order was returned to the line. Sample quantity: 2 samples. Acceptance criteria: nmt 1" travel. Test methods (tm) "visual nonconformities - laminated adhesive products": frequency: first unit and every 30 minutes. Sample quantity: 2 samples per process control. Acceptance criteria: scd window, there must be no breaks in the pet release liner at the edge of the window. "Product characteristics and dimensions": frequency: first unit and every 30 minutes. Sample quantity: 2 samples. Acceptance criteria: the pet release liner must peel off the adhesive from the side with the release coating. Based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "determination of fluid uptake": frequency: first, middle, and last mix of each lot. Material to be tested: pressed samples. Trial period test: 24 hours. Acceptance criteria: avg. Not less than 3900g/m2/24 hrs. Process failure mode effects analysis (pfmea) and risk management: all inspections and controls are documented in pfmea analyses for manufacturing line. The severity of potential failure modes was rated as 2 (minor), and the occurrence was 1 (remote), according to hazard analysis report and, the likelihood of harm to the end user was considered highly unlikely due to the effectiveness of the controls in place. Trend analysis: as part of the investigation, a review was conducted on "allergic reaction localized otc medication" complaints associated with the same product "international commodity code (icc): 422604 - aquacel ag+ scd drs 9x15cm (1x10pk) us". The analysis covered data from 2024 to 2026 and one additional complaint was identified in database. However, no blisters were reported, and the dressing was not described as being saturated with serous fluid. Based on the data reviewed, there¿s no indication of a recurring or systemic issue. The complaint seems to be an isolated event rather than part of a broader pattern. Personnel notification and training: as part of the investigation, the teams involved in the manufacturing of the affected product were informed about the reported issue. The goal was to raise awareness and reinforce the importance of inspection protocols, especially considering that no specific lot number was available. The notification sessions were carried out across all shifts, served as a reminder to remain vigilant and maintain high standards in daily operations. This effort helped ensure that everyone involved continues to follow established controls and remains attentive to any signs of deviation, even in cases where product traceability was limited. Conclusion: although no specific lot number was identified, the investigation incorporated a thorough clinical evaluation, a comprehensive review of manufacturing controls, trending analysis of related complaints, and personnel awareness efforts. The clinical evaluation concluded that the details provided are consistent with an allergic reaction. Manufacturing controls across the relevant product family were found to be robust, with multiple layers of inspection and risk mitigation in place. No deviations or systemic failures were identified. Trend analysis of harm "allergic reaction localized otc medication" from 2024 to 2026 revealed and one additional complaint was identified in database. However, no blisters were reported, and the dressing was not described as being saturated with serous fluid. Personnel involved in the manufacturing process were notified to reinforce awareness of the potential failure mode and the importance of inspection protocols, ensuring continued vigilance. Investigation outcome: no systemic issue was detected. The complaint appears to be an isolated case with no evidence of recurring product failure. Based on the available data and controls in place, the investigation outcome was inconclusive, with a low risk of recurrence. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.